Event description:
An obstruction of orotracheal intubation tube (filter) was reported. The patient desaturated and suffered a cardiorespiratory arrest. An external cardiac massage need to be performed.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
An obstruction of orotracheal intubation tube (filter) was reported. The patient desaturated and suffered a cardiorespiratory arrest. An external cardiac massage need to be performed.

Manufacturer narrative:
An obstruction of an orotracheal intubation tube was reported. This product type is not part of the dräger portfolio. As no further information, nor complaint material was provided, no further investigation could be performed. No root cause could be determined. The main device motors volume and pressure and gives corresponding alarms according to the limits set by the user.